Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. While performing the daily checks cycle, the customer identified a leak from the rear of the dxh800 instrument. The volume was reported as about 10 ml and the leak was not contained. The customer also reported the leak caused an error condition: "sheath or sample tank did not indicate full condition". The operator was wearing gloves, eye protection, and labcoat. There was no reported exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and observed the diluent leaking from disconnected tubing from the distribution valve t fitting #0. The fse replaced the tubing at t fitting #0 to resolve the leak and the error condition: "sheath or sample tank not full". Identified failure modes: the failure mode of leak was disconnected tubing at distribution valve t fitting #0. No erroneous results were generated. The failure mode identified is likely to cause erroneous differential, reticulocyte and nucleated red blood cell (nrbc) results due to improper cleaning of the differential/nrbc/reticulocyte and stain sample pickup line. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).